Event description:
It was reported that patient underwent oss hinged knee procedure on (B)(6) 2011. Upon opening the bushing set, surgeon discovered that the box contained two bushings of the same type. An additional bushing set was opened and used to complete the procedure. No significant delay in the surgery or patient injury was reported.

Manufacturer narrative:
A decision was made to recall the product. This report submitted january 16, 2012.

Manufacturer narrative:
Investigation of this issue is ongoing. A follow-up MDR will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted september 23, 2011.